Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure in which the cylinders and pump were explanted while the reservoir was left within the patient and a new ipp was implanted. During the procedure a fracture was noticed on the explanted ipp. No patient complications were reported and the patient was said to be fine.